Manufacturer narrative:
(B)(4). Device passed displacement test and self test. No led anomaly noted during testing. Device unable to verify lost sensor due to pump unable to locate sensor signal, problem isolated to pcb 2. Device received with faded serial number label.

Event description:
Customer's wife reported via phone call that the customer had issue regarding transmitter. Customer's blood glucose level was unknown. Customer also stated that there was no damage to the connection bridge or pins . The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.